Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the rv lead. There were no other electrical abnormalities with the lead. The lead was extracted and replaced. Patient is well.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.